Event description:
A 2.5 mm diameter x 14 mm length endeavor sprint drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a circumflex lesion. Lesion morphology was reported as severely tortuous and heavily calcified. It was reported that the physician was unable to reach the lesion with a stent from another MFR. The lesion was pre-dilated. An endeavor sprint delivery system was inserted and was unable to cross the lesion. A buddy wire was inserted and the endeavor sprint was attempted a second time; however was unable to cross the lesion. While removing the stent delivery system and the wire, the physician stated that the felt resistance. When the devices were removed, the vessel looked fine. It was noted at first time that the stent was not on the delivery system. The un-deployed stent could not be located in the guide catheter or in the pt. The pt is fine and will be monitored.

Manufacturer narrative:
Eval codes, results: (embolism-device). (Severely tortuous and heavily calcified). Conclusions: (severely tortuous and heavily calcified).